Manufacturer narrative:
(B)(4). Conclusion: the electrical characteristics of the returned unit are within specifications. Upon reception, the inspection of the connector revealed that the ventricular setscrew was screwed; in this condition, attachment of a lead might be difficult; some damages were observed on the connecting components (first threads of the setscrew and terminal block, a hole at the level of the screwdriver slot) revealing clearly that difficulties were met during screwing operations; however, it is not possible to determine whether these damages resulted from screwing operations at beginning or at the end of the implantation procedure, i.e. Whether it could have been related to the reported event; during the analysis, some different is-1 leads could have been correctly pushed and firmly attached without any problem after having slightly unscrewed the setscrew from its position at reception; because of these findings, one hypothesis to explain the reported incident is that the distal ventricular setscrew was screwed just before pushing completely the lead, then even after the different attempts, the lead could not be correctly introduced in the port and tightened; therefore, it should be noted that: the physician's manual gives adequate directions for use in order to prevent such incident, as described in the section below.

Event description:
Reportedly, during the implantation procedure, the pacemaker involved in this MDR report could not be attached to the lead as it would not fit into the header. The pacemaker was not implanted and was returned for analysis.